Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Customer attempted various troubleshooting steps, including using different charging cables and wall adapters, but none resolved the issue. The customer reverted to manual injections for insulin therapy.